Event description:
It was reported that the patient experienced leaking with the foley catheter and they wanted the same catheter but in a 30cc. They told their closest to what they wanted was a 14fr and it was possible they could still experienced leaking. They told the patient also consult with the patient's doctor for other alternatives.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be bad fit with shaft/no drainage eye/ poorly seated balloon /bladder neck interface. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If the package is opened or if any imperfection or surface deterioration is observed, do not use. Proper techniques for urinary catheter insertion: perform hand hygiene immediately before and after insertion. Insert urinary catheters using aseptic techniques and sterile equipments. Use the smallest foley catheter possible, consistent with good drainage. Document the indications of catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record." The device was not returned.